Manufacturer narrative:
The investigation into the automated impella controller - system self check error issue has been completed. There were no log entries during the reported complaint date, but logs prior to the complaint date were consistent with the complaint description. The logs were filled with repetitive error messages causing the reported system self-check failure and console boot-up failure. The automated impella controller (aic) was returned for investigation. The failure mode was reproduced and a blue screen with ¿system self-check failure¿ presented. The console was opened for visual inspection which revealed multiple severe burnt marks on the power battery manager (pbm) and neighbor areas (batteries, fan cables, etc). A component was found with severe damage affecting the output of the converter. Furthermore, impellatronic board received inappropriate power supply from the pbm, which manifested as the system self-check failure. The defective pbm was temporarily replaced with a known-good one with which console could boot up and operate as normal. The cause of the aic issue was a defective pbm board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) system check failure. The aic was removed from service and the instructions for use were followed and a backup controller was utilized. There was no report of patient harm or injury.